Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
It was reported that the left ventricular (lv) lead was unable to capture in all configurations. An x-ray was performed and it appeared that the lead was in a different location compared to the patient's postoperative x-ray. A dislodgement was confirmed and the lead was programmed off. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2011; 407652, lead, implanted: (B)(6) 2011. (B)(4).